Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.

Event description:
The first hand piece stopped working at 45 seconds into case and the second also stopped.